Event description:
One pt presented to ER with bloody drainage and leaking under port dressing. Dressing removed. Found port needle still in place with wings (grippers) detached. Successfully removed defective port needle and flushed implanted port without incident or evidence of complications. A second pt presented to department with same problem as described above and same outcome. Neither pt recalls injury or pulling of equipment. Both pt's followed by same infusion company using same equipment. (*)